Event description:
I used renu with moistureloc contact lens saline solution from dec. Of 2004 thru april or may of 2005. During this time I experienced three separate and severe eye infections affecting both eyes.